Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unresponsive keypad issue. The reporter stated that the up, down, ok, and backlight buttons were under responsive and denied damage to the keypad and moisture or corrosion in the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the keypad could not be tested due to a display malfunction. The keypad was observed to be fully intact. The keypad was removed for further investigation and no contamination was observed under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.